Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ infusion sets leaked at the y-site to the secondary tubing during the priming process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when priming primary tubing with ns (normal saline) using a 250ml bag to be used as kvo (keep vein open). Alaris infusion set with 3 smartsites ref # (B)(4) had a major leak at the y-site for secondary tubing. Rn (registered nurse) immediately stopped the process of priming the tubing and notified charge nurse of the faulty primary set of the tubing. Three tubing leak/failures reported in last week related to this lot/item.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2426-0007 lot number 23019108 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ infusion sets leaked at the y-site to the secondary tubing during the priming process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when priming primary tubing with ns (normal saline) using a 250ml bag to be used as kvo (keep vein open). Alaris infusion set with 3 smartsites ref # 2426-0007 had a major leak at the y-site for secondary tubing. Rn (registered nurse) immediately stopped the process of priming the tubing and notified charge nurse of the faulty primary set of the tubing. Three tubing leak/failures reported in last week related to this lot/item.